Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 629.9 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient began having symptoms on (B)(6) 2019 and was currently in the intensive care unit (ICU). The patient had spasticity, tachycardia, they were shaky and uncomfortable. They believed the pump was not working due to the symptoms. They confirmed there were no alarms. The patient was not responsive to versed which was administered to the patient to help the symptoms of the potential withdrawal. It was noted the pump wasn't due for a refill until 2019-sep-23. A representative was paged to interrogate the pump. No further complications were reported.